Event description:
The pt tested her blood glucose on the suspect device and it was in the 200 mg/dl range. She was feeling ill so went to the emergency room. At the emergency room, she was tested with their device and it was 90 mg/dl. She then tested with her suspect device and her blood glucose was 230 mg/dl. She was given an IV with glucose. The day before, she tested on her suspect device and it was in the 200 mg/dl range. She was feeling ill, so she went to the hospital and her blood glucose was 40 on their device.